Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: issues tracking instruments during surgery. A1102: localizer not connected message. A1301: system took some time to react to touchscreen interaction h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site was having issues tracking instruments during surgery. They were able to register the patient but when trying to navigate the instruments, the tracking was intermittent. The site cleared the field of all metal with no change. They were unable to track the suction at all. They also reported that the system took some time to react to touchscreen interaction. When troubleshooting the issue, the manufacturing representative (rep) found that the system had a localizer not connected message. The rep switched the usb cable to different port and reboot both computer and the axiem box. This resolved the message. The rep then set up the system to track an instrument tracker which performed as expected. Axiem box had a code 7 on the back. Patient impact had not yet been reported. Additional information was received. It was reported that this occurred during a functional endoscopic sinus surgery (fess) procedure. There was no delay and no impact on patient outcome.